Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on (B)(6) 2020 with lot number 2149203. Analysis of the returned device identified; creases flat, delamination, white particles on inner shell and opening crack on valve seat diaphragm valve. Leak test and microscopic analysis was performed which identified; delamination (<75% partial separation) and (device not leakage) opening crack. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (cohesive failure).

Event description:
Patient reported a left side deflation. Healthcare professional later confirmed left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.6b, h.6.

Event description:
Patient reported a left side deflation. Healthcare professional later confirmed left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. The device remains implanted.